Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent a pvp for vertebral fracture on (B)(6) 2026. Vbs access kit was used in surgery. The device in question was used and ruptured following trocar use, drilling, and plunger use. The vertebral body was approached using the standard procedure. The balloon ruptured at approximately 1-2cc. The balloon ruptured before the pressure increased. The surgery was completed successfully without any surgical delay.